Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aortic extension was implanted in a patient for the endovascular treatment of an anastomotic aneurysm in an unknown stent graft. It was reported that during the index procedure after the aortic extension was implanted a type IV endoleak was suspected. The physician elected to end the procedure. Two weeks later, the patient presented emergently with a rupture of the descending aortic aneurysm and a type ib endoleak was identified on CT in the endurant aortic extension. An excluder aortic extension was implanted distally to resolve the endoleak. Per the physician the cause of the rupture was in the thoracic cavity and not related to the stent graft. No additional clinical sequelae were reported and the patient is fine.